Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. At this time, there has been no sample returned for review. At this time, there has been no sample returned for review. Additionally, there has been no visual evidence to support the alleged complaint. Without such evidence, this complaint could not be confirmed and determining a root cause and corrective action is not possible. There have been no other complaints regarding this issue with this lot number. If the sample is returned at a future date, this complaint may be reopened at that time for further evaluation.

Event description:
A PICC (1.9 french single lumen ¿ argon medical device) and the PICC was found snapped and fluids leaking all around the site. The doctor removed the PICC upon finding but wanted to report this to the vendor. If the vendor wants the PICC we have it in biohazard bag and will keep until we hear from you. Thanks, (B)(6), baa, bsn, rnc-nic clinical manager ¿ neonatal intensive care unit trinity health ann arbor pronouns: he/him/his (B)(6).

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
A PICC (1.9 french single lumen ¿ argon medical device) and the PICC was found snapped and fluids leaking all around the site. The doctor removed the PICC upon finding but wanted to report this to the vendor. If the vendor wants the PICC we have it in biohazard bag and will keep until we hear from you. Thanks, (B)(6).

Event description:
A PICC (1.9 french single lumen ¿ argon medical device) and the PICC was found snapped and fluids leaking all around the site. The doctor removed the PICC upon finding but wanted to report this to the vendor. If the vendor wants the PICC we have it in biohazard bag and will keep until we hear from you. Thanks, (B)(6), baa, bsn, rnc-nic clinical manager ¿ (B)(6). Pronouns: he/him/his (B)(6).

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened sample was returned for review. Visual inspection confirmed breakage just below the inverted triangle underneath the silicone disc. Inspection under the microscope confirmed jagged edges which is indicative of a tensile force being applied to the catheter. Based on the review of the returned opened sample, the most probable cause for the breakage was most likely due to an event within the user environment. Possibly an excessive force was applied to the catheter that resulted in the breakage. Since the breakage was most likely related to the user environment and not a manufacturing error, no corrective action will be taken at this time.